Manufacturer narrative:
On september 30, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo ((B)(4)) instrument serial number (B)(4); file showed the camera report optimal and no errors at times of testing. On october 1, 2019 an immucor field service engineer (fse) examined the galileo echo ((B)(4)) instrument at the customer site. The fse replace the large and small syringes due to signs of leakage. They also replaced the peripump tubing to bring peripump dispense volume into specifications, cleaned the probe rinse station and associated waste tubing, and replaced the probe due to extensive contamination. The immucor internal report record number for this report is mdr735937.

Event description:
On (B)(6) 2019 a customer reported an unexpected negative for an antibody screen performed on the galileo echo instrument.